Event description:
It was reported that the procedure was to treat a de novo lesion located in the distal right coronary artery that was both moderately calcified and tortuous and 90% stenosed. The 3.5x15mm nc trek neo balloon was inflated, but ruptured at 9 atmospheres during the first inflation. A same size non-abbott balloon was used for the replacement to complete the procedure. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.